Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. The iab was received intact for evaluation with the membrane noted to be completely unfolded. Laboratory examination of the returned product revealed no defects. The iab inflated and functioned normally when attached to the system 90 in the lab. Device label code: 1738.

Event description:
The iab would not inflate.